Manufacturer narrative:
Qn# (B)(4). The actual device sample was received for investigation. A visual inspection was conducted and no defects were observed. Functional testing was performed and the cuff was inflated to 25mbar using calibrated endotest. The cuff pressure dropped rapidly. The sample was then immersed in water and air bubbles were observed flowing out from the cuff. The area of leakage was observed under magnification and a cut mark was observed on the cuff. The complaint of leakage was confirmed; however, a root cause for the issue could not be determined. There is a 100% leak test conducted at the manufacturing facility whereby any leakage would be detected prior to release. It is possible that the failure could be induced during product handling by the user, although this could not be confirmed.

Event description:
The complaint is reported as: "the cuff found air leaking during the test." There was no patient involvement.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: "the cuff found air leaking during the test." There was no patient involvement.